Manufacturer narrative:
Continuation of medical devices: 6944 lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the device was "misfiring" (ventricular safety pacing was occurring.) However, it was also noted the patient was in chronic atrial tachycardia with an atrial rate of 166 beats per minute - which was below the programmed automatic mode switch (ams) rate of 171 beats per minute - so the intrinsic atrial rhythm was conducting to the ventricle. The right atrial lead had high threshold, possible loss of capture, and was possibly oversensing far-field r waves. The device and lead remain in use. No patient complications have been reported as a result of this event.